Manufacturer narrative:
(B)(4). The reported complaint of iab would not inflate completely was not able to be confirmed as the product was not returned for investigation. A device history record (DHR) review was conducted based on shipping history, with no relevant findings and all devices passed manufacturing specifications prior to release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Additional information received on (B)(6) 2023 states, "same insertion site, no harm to patient, and patient was critical but stable at time of report". Other remarks: n/a. Corrected data: n/a.

Event description:
This complaint is reported based on the customer stating from a previous complaint that there were 2 incidences of the iab balloon not fully inflating. At the time of this report, the customer did not have any event or patient details regarding the issue. If further information is received, the complaint file will be updated. See associated MDR 3010532612-2023-00280.

Event description:
This complaint is reported based on the customer stating from a previous complaint that there were 2 incidences of the iab balloon not fully inflating. At the time of this report, the customer did not have any event or patient details regarding the issue. If further information is received, the complaint file will be updated. Associated MDR 3010532612-2023-00280.

Manufacturer narrative:
Qn#(B)(4). Additional information received on 05 june 2023 states, "same insertion site, no harm to patient, and patient was critical but stable at time of report". The reported complaint of iab would not inflate completely is not able to be confirmed. The product was not returned for investigation. A device history record (DHR) review was unable to be completed as no serial or lot number was reported. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
This complaint is reported based on the customer stating from a previous complaint that there were 2 incidences of the iab balloon not fully inflating. At the time of this report, the customer did not have any event or patient details regarding the issue. If further information is received, the complaint file will be updated. See associated MDR 3010532612-2023-00280.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.